Manufacturer narrative:
The returned sample decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage consistent with a broken hollow fiber. All unit are leak tested during production and there were no indication of any production related problems in the device history record. A review of the complaint files confirmed that this lot has been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxgenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported that blood was observed leaking from the gas port of the oxgenator approximately 20-minutes after the initiation of bypass. The total blood loss was estimated to be less than 200-cc. The case was reportedly completed successfully with no complications or injury to the patient and the patient has discharged on schedule.